Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, non-sustained ventricular oversensing due to post-paced t-wave oversensing was observed on stored egm. Programming changes were made.

Event description:
New information received notes that when the patient presented in clinic during follow-up, several non-sustained oversensing episodes due to post-paced t-wave oversensing were observed again after device reprogramming. Programming changes were suggested. Physician decided not to take any action and review the patient in six months. Patient's medical condition was good.